Event description:
The consumer had a cordis savvy long pta dilatation catheter inserted for unspecified reasons in an unspecified area. Caller reported that the savvy long pta dilatation catheter "fractured" in an unspecified area and "a piece of the catheter was left behind" in the consumer during the procedure. No further info was obtained. Lot number is unk and it is also unk whether product will be returned.